Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that image pc failed to boot up to windows application at the virus scan station. Ilab anti-virus scan cannot be performed on the image pc. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is wear and tear as the reported device or component failure was due to long or extended use. (B)(4).

Event description:
Same case as 2134265-2018-06560 and 2134265-2018-06568. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. However, it was noted that the system did not start up. Subsequently, it froze during pullback. The device was shutdown forcefully and after turning it on, an error message of "ntldr is missing" appeared. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Same case as 2134265-2018-06560 and 2134265-2018-06568. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. However, it was noted that the system did not start up. Subsequently, it froze during pullback. The device was shutdown forcefully and after turning it on, an error message of "ntldr is missing" appeared. No patient complications were reported.